Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cadaver lab. It was reported that the representative was unable to register the patient. While using just trace registration the points were below the skin and were placed on the neck. The representative failed the registration multiple times with no error metric given. The representative stated that the model initially placed the patient reference frame on the chin and that the left side of the face was compressed in the scan. There was no living patient present as this was a cadaver lap. Technical services (ts) had the representative register using trace while turning off the patient reference frame for initialization but the registration still failed. He tried adding touch points but it did not improve the metric. Ts had him initialize with touch points then add additional trace. He was able to achieve a registration accuracy below 3mm but when verifying accuracy while touching the nose the probe was shown as under the skin. He tried to re-register multiple times using this technique with passing registrations but was not accurate. Lab was starting and he had to get off of the phone.

Manufacturer narrative:
Evaluation summary: a software investigation was initiated but was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.